Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the rj45 jack on isolated interface pcb due to physical damage. The system operates as intended.

Event description:
It was reported that the 9900 system had a damaged rj45 connector. No pt injury was reported.